Event description:
The pt underwent a gmk tkr on the (B)(6) 2014. The pt developed an infection identified as staphylococcus epidermis some time after the surgery. The joint was aspirated recently and conventional treatment did not resolve infection. On the (B)(6) 2014 the surgeon performed a washout and a poly change of the joint hoping to avoid a full revision.

Manufacturer narrative:
Gmk primary fixed pe tibial insert size 4, 10mm: code 02.07.0410sf / lot 133266 (B)(4): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.